Manufacturer narrative:
The insulin pump did not alarm with a button error during testing; however, two of the buttons were unresponsive due to corroded keypad traces. The unit was unable to be verified for the off no power alarm due to the unresponsive buttons. The pump was also received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error after changing the battery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.